Manufacturer narrative:
(B)(4). Device evaluation: one sample was received containing approximately 100ml of fluid in the housing. Visual examination confirmed the cause of reported leak in the housing was due to a ruptured reservoir. No other observation was found on the sample. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter healthcare that one (1) ce intermate lv167 device was observed leaking somewhere within the housing of the device. The customer could not decipher if the film wrap was present but stated that the reservoir had been observed in an "l" shape almost at a 90 degree angle. This was observed during filling; there is no patient involvement. No additional information is available.